Event description:
During a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician pre dilated the left main-proximal lad lesion with a maverick2 2.0/15 balloon. The physician then advanced a taxus express2 3.5/20 drug eluting stent to the lesion. The balloon was inflated to 15 atms for 20 seconds, and he found the stent balloon inflated very slowly. After deflating the stent balloon, the balloon could not be pulled out from the stent. He then inflated the stent balloon once again to 16 atms and after deflating it, he was still unable to remove the balloon from the stent. During the attempt to remove the balloon, the patient's blood pressure started to drop dramatically, the developed chest pain, tachycardia, EKG changes and became extremely unstable. It is unknown how the patient was treated for these symptoms. The physician called surgeons for assistance, but before the surgeons arrived, the physician tried to pull the stent catheter out several times. The balloon finally was pulled out, and it was noted that the shaft of stent catheter was totally deformed. The stent remained implanted at the lesion site. Finally, a quantum maverick 3.75/15 was used to post-dilate the stent. Another taxus express2 2.5/24 stent was also used in the distal during this procedure. The patient did not have any major complications from this procedure.